Manufacturer narrative:
The evaluation method code was updated.

Event description:
We received an allegation of discrepant inr results with coaguchek xs plus meter uq0082788 compared to an unknown laboratory method. The date of the event is an approximation; the customer stated this occurred approximately 6 months ago. The customer alleged the meter read 1.5 inr lower than the lab. The specific results were requested but not provided. The customer was unable to provide any specific patient information. No changes were made to patient therapy based on the meter results.

Manufacturer narrative:
The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."